Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had excessive no delivery alarms. The alarms occurred during prime/filling and the customer had to rewind twice for the alarm to seize and for the prime/fill to complete. Customer was advised that the no delivery is usually due to the infusion set. Customer claimed that there was no reaction from the pump during the displacement verification test. Customer stated that the drive support cap was okay. Customer was advised that the pump will be replaced.